Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The insulin pump was frozen. She received a button error alarm. The customer was unable to push anything to rewind the insulin pump. Her blood glucose level was 350 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.